Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer would not interrogate. The radiofrequency (rf) head doesn't work correctly. There was a break in the inner cores from the cable of the rf head and there was a cut in the cable and the shielding was visible. It was also noted that the paper drawer was nearly empty, the upper hinge left and right were worn, the cover plate keyboard was missing, the left keyboard hinge was broken, the front latch base frame keyboard was broken, the stylus tip was bent but working correctly, the emergency (vvi) button on the display was not working/reacting so the emergency application could not be activated, the emergency (vvi) button was defective. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not interrogate. The programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.